Manufacturer narrative:
Device was received with all its features working properly. Device passed the displacement test, sleep current measurement and active current measurement and self test. All currents within specification range. Device was monitored for several hours and no frozen display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer's blood glucose at the time of the incident was not provided. The customer stated they had a change battery notice when frozen screen appeared. Troubleshooting was provided for the frozen display. Issue was not resolved. The insulin pump will be returned for analysis.